Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change unrelated to this event. During the procedure, the lead was examined and calcification with exit block was noted. Patient was asymptomatic. Lead showed high pacing impedance and high capture threshold. The lead was explanted and replaced. Patient is stable post procedure.

Manufacturer narrative:
A partial lead measuring 49.2 cm from the distal tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.